Event description:
It was reported that from the loan position vk-14261-calc-fx-pl // 404963018 two instruments were not usable. These are the articles ar-8954-07+ ar-8943-42 from the dls-calc-fx-pl-in / 10151881. There was no harm or adverse event for patient, operator or third party reported. No further information received.

Manufacturer narrative:
Complaint not confirmed. Upon visual inspection, no problem was noted with the device.